Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2016-00080.

Event description:
Allegedly, both of those 4cc pro stims hardened in less than 1 minute. The pro stim would push through the needle a bit and then not come out of the needle. The syringe full of pro stim was then too hard to push through anything. This is all within maybe 2 minutes. I then opened the back up box and used the vacuum tubing, and same thing happened.

Manufacturer narrative:
This incident is considered closed. If at any time new or updated information becomes available, the incident will be re-opened and investigated.